Manufacturer narrative:
Problem code 1069 captures reportable event of fiber broke. Investigation results: the fiber was returned in one piece which included kinks. The piece measured approximately 314.1 cm which includes the entire distal tip. The exposed glass fiber tip measured approximately 3.5 mm and was confirmed to be cracked but fully intact. The cause code selected for the tip damage is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on october 25, 2018 that two flexiva ID tractip 200 laser fibers were opened for use for a ureteroscopy procedure in the kidney performed on (B)(6) 2018. According to the complainant, during the procedure, the laser fiber was noted to snap about 15 centimeters from the tip. A second laser fiber was opened and the same issue occurred. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) captures reportable event of fiber broke. The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation on (B)(6) 2018, that two flexiva ID tractip 200 laser fibers were opened for use for a ureteroscopy procedure in the kidney performed on (B)(4) 2018. According to the complainant, during the procedure, the laser fiber was noted to snap about 15 centimeters from the tip. A second laser fiber was opened and the same issue occurred. The procedure was completed with another flexiva ID tractip 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported. The patient condition at the conclusion of the procedure was reported to be fine.